Event description:
It was reported that after intra-operative placement of a tritanium pl cage, the surgeon decided to change the cage size. During removal of the cage with the inserter, the cage fractured and part of it remained inside the patient while the other part came out. The fractured cage was left in the patient and the intervertebral space was packed with autologous bone to prevent it from moving. There were no adverse consequences to the patient and the procedure was completed successfully without surgical delay.

Manufacturer narrative:
Visual inspection: the proximal end of the implant containing the threaded section was returned. It was fractured off from the main portion of the implant. The device and complaint history records were reviewed, no relevant manufacturing issues or similar complaints were identified. It was reported that the disc space was expanded using distractors and reamers and the cage was inserted straight with the standard inserter. The surgeon then decided to change the cage size and released compression. When the surgeon tried to remove the cage using the inserter, the solid part at the tip remained inside the body and only a part of the cage came out. Removal of the cage was then attempted with the same inserter. It is unknown if trialing occurred, if the disc space was tight, if the angle was difficult, if cantilever force was applied, if there was difficulty inserting the cage, and the patient's bone quality. Possible root causes from the risk table for the cage fracturing during removal include excessive cantilever force, excessive axial force, difficulty removing the implant and/or inserter and/or lack of visual feedback.

Event description:
It was reported that after intra-operative placement of a tritanium pl cage, the surgeon decided to change the cage size. During removal of the cage with the inserter, the cage fractured and part of it remained inside the patient while the other part came out. The fractured cage was left in the patient and the intervertebral space was packed with autologous bone to prevent it from moving. There were no adverse consequences to the patient and the procedure was completed successfully without surgical delay.